Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however; the insulin pump was tested with a good battery cap no blank display and passed a21 error test alarm during our testing. No damage found on the lcd isolation tape noted. No frozen screen anomaly and no audio or beep anomaly noted. No moisture damage was found on the keypad traces noted. The insulin pump had normal operating currents. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a blank display, constant tone and priming anomaly from the insulin pump. The customer's blood glucose was 397 mg/dl. The customer stated that her pump stopped working in the middle of the night and it has a circle with a black dot on it. The customer stated that the time was wrong and when she presses act it beeps continuously. The customer stated that the pump "squealed" when she presses a button. The customer stated that the constant tone only occur when buttons are being pressed. The customer also stated that she had an unexpected restart from the pump. The customer stated that the same issue occurred within 30 days. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised that the pump will need to be replaced.